Manufacturer narrative:
(B)(4). Device manufacture date: the device was originally manufactured in 1995. The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 105 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device at the end of the therapy. The technical service representative (tsr) reviewed the alarm with the hp. During follow up with the caregiver (cg), it was reported that they talked with the registered nurse (rn) and the hp was going to keep using the hc. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.